Event description:
Complainant alleged that after delivering two unsuccessful shocks to a (B) (6) male pt who was in atrial fibrillation, the device would not convert the pt's heart rhythm. Complainant indicated that the clinician obtained another device and were able to convert the pt to a normal sinus rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.